Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient received the following results within 15 minutes: 11.6 mmol/l and 5.6 mmol/l.